Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 143 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alert data error issue was verified. Additionally, based on the analysis, the alleged battery issue could not be verified.